Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received an implant with a piece of a screw. Visual evaluation was performed. No functional test can be done. Visual evaluation: we received pictures from a used implant with a broken thread from screw into. Into the implant is a decentrally drilled hole who drilled out a part of the broken screw. Due to the condition of the product, the piece of screw found inside the implant, cannot be assigned to a specific screw reference. Complaint history review was performed for the reported lot number 0000241011 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿screw fractured¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation that clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage resulting on a screw fracture. Therefore, based on the available information, a device malfunction could not be verified. The reported event was confirmed with all the results from the visual inspections. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that during the crown placement the prosthetic screw fractured inside the implant, unable to remove the fractured part from the implant. Implant removed and replaced. Tooth location 34.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.